Manufacturer narrative:
Evaluation sample has been received and is out for evaluation. Currently, it is unk whether or not the device may have caused or contributed to the event as no conclusion can be drawn at this time. We will submit a follow up report after the evaluation is completed.

Event description:
It was reported that there was no ingrowth of tissue into the mesh after approx five months after implant. The doctor decided to have the mesh explanted.